Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device has not been returned, at this time.

Event description:
These are the details for the PICC that has become disconnected. The line was placed on the (B)(6) 2018. The patient returned for chemo and it became apparent that the line had come off when the nurse did the dressing. There wasn't any blue line visible at all. It looks like the blue part has come off the peg unless there is any left inside which we can¿t see unless it¿s taken apart. We have sent her to vascular radiology at the ngh and as of yet don¿t know the outcome.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter detachment from the two-piece connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The sample was received with an assembled but detached two-piece connector. No catheter segment was visible within the connector. Microscopic inspection of the proximal end of the catheter revealed a glossy and regularly striated surface, typical of a sharp instrument cut. Following connector disassembly and longitudinal bisection of the distal segment, it was confirmed that no catheter segment was contained within the connector. The compression sleeve was advanced into the narrow region of the bore. The lack of catheter within the connector combined with the assembled state indicated that the catheter was not inserted through the compression sleeve prior to connector assembly. The product IFU contains instructions for proper catheter/connector assembly. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
These are the details for the PICC that has become disconnected. The line was placed on the (B)(6) 2018. The patient returned for chemo and it became apparent that the line had come off when the nurse did the dressing. There wasn¿t any blue line visible at all. It looks like the blue part has come off the peg unless there is any left inside which we can¿t see unless it¿s taken apart. We have sent her to vascular radiology at the ngh and as of yet don¿t know the outcome.